Event description:
It was reported that there was oversensing on the right ventricular lead. During the replacement procdure, discoloration was noted on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), and the outer insulation had a cosmetic depression.